Manufacturer narrative:
Medwatch sent to FDA on 08/29/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: abdominal or back pain, either steady or cyclic.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complained of severe abdominal pain and physician confirmed inflation of balloon."

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The balloon was noted to be discolored, and the shell was blue and green in appearance. White, gray, yellow, brown, and green particulate matter was noted on the inner and outer surfaces of the balloon shell. The device had a large tear, covering approximately 50% of the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 50% of the balloon shell. Under microscopic analysis, the apparent origination point of the tear was noted to be striated, and consistent with device removal activities. Under microscopic and visual analysis, the shell appeared to be degraded. Blue, brown, and white particles were noted to be covering approximately 20% of the outer surface of the shell. Brown and white particles were observed to be covering approximately 5% of the center patch. Brown particulate matter was also noted to be attached to the valve channel.